Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-100mg/dl fasting. Verified test strips expire 07/23/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Reviewed meter memory: (B)(6). Customer could only confirm result in question to be a fasting result but could not confirm if the remaining results in the memory are considered fasting.